Event description:
Reportedly, during a pacemaker replacement (normal battery depletion) with this subject pacemaker connected to the previous leads, it was efficient. During the pocket closure, pacing failure was detected with asystole. The leads have been tested with an external threshold test device. The pacemaker has been interrogated again with higher pacing amplitude but still non functional. A new pacemaker has been implanted. No complications for the patient.

Manufacturer narrative:
The UDI is unknown as of today, once it is retrieved, a new MDR will be provided.

Event description:
Reportedly, during a pacemaker replacement (normal battery depletion) with this subject pacemaker connected to the previous leads, it was efficient. During the pocket closure, pacing failure was detected with asystole. The leads have been tested with an external threshold test device. The pacemaker has been interrogated again with higher pacing amplitude but still non functional. A new pacemaker has been implanted. No complications for the patient.

Manufacturer narrative:
The conclusions are as follows: - the manufacturing records have been reviewed and have not revealed any abnormality. The subject pacemaker was manufactured and delivered according to all applicable procedures. - the electrical characteristics of the returned pacemaker conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - correct, as well as, incorrect tightening marks were seen on the atrial and ventricular setscrew tips. - the most likely hypothesis is that the physician had partially engaged the setscrew at some points before inserting the lead or that he had not inserted the lead all the way in before tightening the setscrew inducing an incorrect lead connection issue (atrial and ventricular levels) and leading to the electrical issues observed. - based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis.